Event description:
Information received regarding the explanted device notes that the patient presented to the emergency room with a heart rate of 29 bpm. Interrogation revealed >2500 ohms ventricular lead impedance. One week previous, the patient slipped on ice, stretching his arms out to break his fall. The patient reported feeling weird, nauseous and dizzy after the fall. X-rays did not show a fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received